Event description:
Ous MDR - this lead was found to be dislodged and was repositioned successfully. All available information suggests this lead remains actively implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.